Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump continued to have a display anomaly. The customer's parent was calling back to report that the issue was happening quite more often. The self-test passed. Changing the battery did not resolve the issue. Insulin delivery was still working. Customer's blood glucose level was 4.7 mmol/l. The device was not returned.

Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected display anomaly noted. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.